Event description:
It was reported that during the implant procedure of the left ventricular (lv) the physician was unable to reach the distal target due to patient's anatomy. It was also reported that there were positioning/fixing difficulties and the lead dislodged while slitting several times. The lv lead was not used and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.